Manufacturer narrative:
Dates estimated. As this was a general comment, the devices were not returned for analysis. A similar complaint and lot history review could not be performed as no lot number was provided. Based on the information provided the reported difficulty opening the clip appears to be the result of slack on the lock line. A conclusive cause for the reported inability to remove the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the general comment made by the physician reporting the issue (clip open inability and inability to remove lock line) has been noted several times. It was reported via a comment from the physician that in mitraclip cases the clips have been found defective several times with clip open inability and inability to remove lock line. There was no adverse patient effects and clinically significant delay reported. No additional information was provided.